Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings.

Event description:
It was reported that the insulin pump has alarmed multiple sensor errors. It was reported that upon removal the sensor cannula was bent. Customer's blood glucose reading was 123 mg/dl. Nothing further reported.